Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath and carrier tube. The device was visually inspected and found to be in used condition with visible signs of blood. The sheath/carrier tube assembly was partially mated with the bypass tube found in the sheath cap and the device sleeve in forward lock. Two kinks were found along the shaft of the carrier tube, one by the base of the device sleeve and one at the bypass tube. A kink was also found in the sheath near the "n" and "g". No other damage or issues were found with the device. The complaint was confirmed for a kinked sheath. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained to the sheath during initial insertion of the sheath and locator assembly into the patient causing the adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after the insertion sheath was inserted into the artery, the locator was removed. The angio-seal device was then attempted to be inserted into the insertion sheath; however, the device could not be inserted in the middle of the insertion sheath. The device was not used, and manual compression was applied for eighteen (18) minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The blood loss was less than 250cc's. The reported event did not result in patient injury and/or surgical intervention. The procedure before deploying the device was carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. It was unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was unknown. No equipment or other devices were used with the above product.